Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient who had a 400cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. The capsular contractures were accompanied by hardening and pain. As a result, an explant was performed on (B)(6) 2020. The left sided capsular contracture was reported under 1645337-2020-10760 on august 28, 2020. On september 21, 2020 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The left sided capsular contracture was baker grade iii. When the devices were explanted bilateral prosthesis replacement with mentor smooth round high profile 460cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The explant date has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).